Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr for a 26mm sapien 3 valve, resistance between devices was observed. When the delivery system was inserted into the esheath, it stuck at the puncture point. Although the resistance was strong, the delivery system was able to be advanced. The valve was implanted without trouble. After the sheath was removed, bleeding from puncture site could not be stopped. A stent graft was implanted for repair and the procedure was completed. Per the physician, there was severe tortuosity from the puncture point toward the external iliac artery. It is possible that the partially expandable part of the sheath was bent along the tortuosity and that made the delivery system unable to move; the lesion may have dilated by the pushing force and caused the bleeding. The minimal lumen diameter (mld) of the access vessel was 8.3mm, with mild calcification and moderate to severe tortuosity.

Manufacturer narrative:
Update to h6 type of investigation, investigation findings, investigation conclusion. The esheath was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components and difficulty advancing through sheath was unable to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. As reported "when the delivery system was inserted into the esheath, it stuck at the puncture point. Although the resistance was strong, the delivery system was able to be advanced." The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. This is confirmed as reported "per the physician, there was severe tortuosity from puncture point toward external iliac artery." Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Mild calcification was noted by event description. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Vessels were appropriately sized as mld of access vessel was 8.3mm which is larger than the 5.5mm recommended mld. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. There is no information reported about the insertion angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In this case, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a conclusive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.